Event description:
It was reported that during a hand assisted laparoscopic nephrectomy, the device was loaded with a gray reload instead of a white reload, and fired on renal artery. The stapler did not transect tissue, the device was discarded and a second device and gray reload were used with the same results. The sales rep was called into the room and recognized they had gray in the device, offered a new device of a different product code with white reload. The unformed staple line was completed with the new device and white reload. There were no patient consequences reported and the patient did fine post-operatively.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Results: incomplete firing cycle. The analysis showed that the ats45 device was received in good visual condition and with three reloads. The reloads (b) and (c) were fully loaded and in good visual condition. The reload (d) was received partially fired and with the reload lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with the returned reloads (b & c) and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape.